Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, the stent delivery system would not cross the lesion. The lesion was 99% stenosed and located in a severely calcified and tortuous proximal to mid left anterior descending artery. The lesion was predilated with a 3.00mm balloon catheter but they were unable to cross the lesion with the 2.75 x 16mm promus element stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Upon analysis of the returned device, stent damage was noted.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed the stent was damaged and stretched from the fifth row in from the distal end of the stent along its entire length to the proximal end of stent. The stretching of the stent caused the stent to stretch over the proximal markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. There was no damage noted to the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).